Manufacturer narrative:
The reported event was confirmed through archive data review of the thermogard xp ivtm console (B)(4). Onsite evaluation of the console performed by the biomed found the power cord to be defective. After the power cord was replaced, the console was tested and operated as expected for several hours without issue. The thermogard console is a reusable device and was manufactured on 03 jul 2012 and has exceeded its expected service life of three years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with (B)(4).

Event description:
It was reported that the thermogard console (B)(4) displayed a message prompting the user to switch the console off, then entered into test mode and subsequently shut down. The issue reportedly occurred twice. There was no patient involved with the event. No further information was provided.